Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was implanted during a cystocele repair procedure performed between (B)(6) 2018 and (B)(6) 2018. According to the complainant, one week after the procedure, the patient returned for a blockage of the kidney. The mesh was removed but the kidney was still blocked. The patient was said to have a large cystocele. However, the intervention reportedly went well. A ¿ureteral reimplantation¿ was also done on (B)(6) 2018. The patient's current condition was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.